Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was stated that insulin leaked from the reservoir and caused high blood glucose. The blood reading was 317 mg/dl during the call. Nothing further was reported.